Event description:
A physician reported that the patient was complaining of difficulties swallowing, but this physician had not yet seen the patient but heard this information from a physician who was actually treating the patient. Then on (B)(6) 2012, additional information was received from the patient's treating physician's assistant reporting that the patient had experienced vocal cord paralysis. She inquired on the potential causal factors. It was indicated that the surgeon appears to be removing the lead coils from the vagus nerve which may be causing damage to the surgeon's patients. The patient reportedly sounds like a girl and does not appear to be improving at this time. The patient was referred to an otolaryngologist. Attempts for additional information from that physician have been unsuccessful to date. The patient's device was previously turned off on (B)(6) 2012 and explanted on (B)(6) 2012, due to shocking sensations, as captured in manufacturer report number: 1644487-2012-02733. Post-operatively, the patient was found to have left vocal cord paralysis by the otolaryngologist.

Event description:
Additional information was received from the otolaryngologist confirming that the patient was diagnosed with left vocal cord paralysis post-operatively. The patient was only seen once by this physician on (B)(6) 2012. Per the patient, the onset of the vocal cord paralysis symptoms were first observed on (B)(6) 2012 (date of explant). The physician believes the difficulty swallowing and left vocal cord paralysis are a direct result of the explant surgery on (B)(6) 2012, with "likely nerve damage at the time of explant." The physician was uncertain if the patient had a medical history of difficulty swallowing pre-vns since he only saw the patient after explant, but the patient reported the onset of the events was following explant surgery. No interventions were reported by the physician.